Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed and the root cause was undetermined due to the sample not being returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter product surveillance contacted the home patient on (B)(4) 2012 as the sample had not been received. The patient stated that the sample was no longer available.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a leaking cassette which occurred on the homechoice (hc) during use during prime. The baxter technical services representative advised the hp to start over with new supplies and save the cassette for corporate product surveillance (cps). Cps contacted the home patient on (B)(6) 2012. He stated that he did not notice any damage to the cassette, but that there was a leak coming out of the door of his homechoice. There was no inadvertent exposure to the solution. After he started over with new supplies, therapy went well. The sample was available and requested for evaluation. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.